Event description:
Surgeon reports pt developed endophthalmitis approximately 4 days after an uncompleted cataract procedure. The surgeon only believes there to be a small possibilty that this event could be related to the lens. Culture of vitreous sample grew staphyloccus aureus. Treatment consisted of a vitrectomy with intraocular injection of antibiotics. Pt outcome is reported to be satisfactory with current visual acuity of 20/40 (prior to event it was reported to be 20/70).